Event description:
Edwards received notification that this patient with a 3300tfx21 valve implanted in the aortic position underwent a valve-in-valve (viv) procedure after five (5) years of implant duration due to valve degeneration leading to mixed stenosis and regurgitation. This patient was (B)(6) at the time of the implant. The patient was experiencing progressive dyspnea on minimal exertion and at rest, orthopnea and pnd and was admitted at the hospital with heart failure and pulmonary edema with rapidly progressive dyspnea nyha class IV. A 23mm sapien 3 valve was successfully implanted within the surgical edwards valve with a good outcome. The patient was noted as to be doing well after the procedure.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date), h4, and h6 (type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Although the reported event was confirmed, the investigation could not conclusively determine the root cause. The root cause remains inconclusive.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 3300tfx21 valve implanted in the aortic position underwent a valve-in-valve (viv) procedure after five (5) years of implant duration due to valve degeneration leading to mixed stenosis and regurgitation. This patient was (B)(6) at the time of the implant. The patient was experiencing progressive dyspnea on minimal exertion and at rest, orthopnea and pnd and was admitted at the hospital with heart failure and pulmonary edema with rapidly progressive dyspnea nyha class IV. A 23mm sapien 3 valve was successfully implanted within the surgical edwards valve with a good outcome. The patient was noted as to be doing well after the procedure.